Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary two open 32g x 4mm pen needle samples from lot. No. 1334594 were returned along with three open 32g x 4mm pen needles from lot. No. 1351567 and four photos. A clog test was carried out on the two open samples from lot. No. 1334594 and the three open samples from lot. No. 1351567 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needle clog. According to the user's report, the drug solution did not come out.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1351567. D4. Medical device expiration date: 31dec2026. H4. Device manufacture date: 17dec2021. D4. Medical device lot #: 1334594. D4. Medical device expiration date: 31dec2026. H4. Device manufacture date: 30nov2021. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needle clog. According to the user's report, the drug solution did not come out.